Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's blood glucose level was 425 mg/dl and the another blood glucose value was 55 mg/dl. The customer was treated with insulin pump for the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer experience the symptoms related to the high blood glucose was dizziness. Customer reported that they have contacted their health care professional regarding the high blood glucose. Based on customer¿s report customer did not allege pump was under delivering. Troubleshooting were completed for the high blood glucose. The device will be returned for analysis.